Manufacturer narrative:
The device associated with the reported event was not returned. A device history record review was performed and no discrepancies were discovered during this review and no nonconformances were associated with this lot. The CT scan was reviewed with no issues. Segmentation is correct. The proposal design was approved by surgeon. The block was designed within trumatch specifications. The investigation could nor draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral patient specific cutting block externally rotated the femur too much. Plf (posterior lateral femoral) resection was supposed to be 8.8mm, if he had continued it would have been 4mm. Pmf (posterior medial femur) was supposed to be 10.4mm, would have been 15mm if surgeon continued. As a result, surgeon abandoned trumatch and progressed with sp2 instruments. Resized and upsized femur from size 2.5 to size 3.0. This resulted in a well-balanced knee and outcome was good. Used manual sizer to set external rotation to 3 degrees. Added 40 minutes into the procedure time. Patient was otherwise fine after the procedure. Patient has requested to keep the trumatch cutting block.